Manufacturer narrative:
Follow-up ((B)(6) 2014)-device evaluation: the test strips involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2014, with the following findings: the test strip has passed testing for the error 4 message. Unrelated, the subject test strip was found to have control solution result outside the acceptable range. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up (1/17/2014)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 1/8/2014 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter displayed an error 2 message. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2013 (after 6pm). In addition to oral medication (type and dose unspecified), the patient stated she also manages her diabetes with diet and/or exercise; however, the patient denied taking any action in response to the alleged meter issue. According to the csr¿s documentation, as a result of the alleged meter issue the patient reportedly had low energy and developed symptoms of dizziness and shaking two hours later. The patient, however, denied receiving any form of medical intervention after the reported meter issue occurred. At the time of troubleshooting, the csr verified the patient was using the lfs product for the first time, there was no misuse of the lfs product, and the patient was using the correct test strips and testing procedure at the time the alleged meter issue occurred. The csr noted the reported meter issue did not occur upon turning the meter on manually with the power button. The alleged issue, however, remains unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.